Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to clarify the product name or the device upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a balloon device was unpacked on an unknown date. According to the complainant, when unpacking from the shipping box, it was noticed that the balloon package was already open when received. This was found prior to use with a patient or procedure. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.